Event description:
Information was received that the drain of a smiths medical level 1 hotline blood and fluid warmer had low flow and was "getting overtemp alarm". No adverse effects were reported.

Manufacturer narrative:
One level 1® hotline® low flow system was returned for analysis in fair condition. The unit was observed to be leaking from the tank cover, the front cover was broken, and the enclosure is needing replacing. The tank was filled with water, temperature check was attached, and the unit was powered on; no discrepancies found. Based on the evidence there was no fault found as the complaint was not confirmed.